Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge and the pump battery depletes too fast. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting so further information was unavailable.